Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Correction on 26-nov-2015 following company internal coding review: the event drained and frustrated was split to meddra llt frustration and meddra llt loss of energy.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in (B)(6) 2015 (case (B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that when essure was removed, she went from being constantly pain, in and out of the hospital, drained and frustrated to her bubbly happy normal self. Follow up received on (B)(6) 2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pain (interpreted as pelvic pain). Upon essure removal, she recovered. Pelvic pain is serious due to medical importance and listed according to product safety information. Given the compatible temporal relationship, nature of event and product profile, lack of plausible alternative explanation and the fact that she recovered after device removal, causality cannot be excluded. Sin an intervention was performed; this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.